Event description:
Caller reported there was cuff leak discovered during patient use. The caller confirmed that extubation and recannulation of a replacement tube was performed. Caller confirmed no harm to the patient.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.